Manufacturer narrative:
(B)(4). This device will not be sent to baxter for evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a reset alarm when nurse was trying to connect the patient. This event was known to have occurred during patient use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.